Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated bipolar instrument was analyzed and found the primary failure of instrument 'dislodged proximal clevis' to be attached to the main tube. The instrument was found to have a broken grip and pitch cable inside the proximal clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cables that would occur from improper flushing or rinsing during reprocessing. There was a detached fragment not returned with the instrument (cracked main tube) measuring 4.1 mm x 1.50 mm. The complaint regarding detachment of the tip was confirmed by failure analysis. Common causes of the failure mode dislodged instrument proximal clevis are typically attributed to the user. Cause in this case of the failure proximal clevis completely detached is due to the breaking of all grip and pitch cables. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Common causes of broken - distal instrument grip cables and pitch cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: conversion to thoracotomy not related to this problem. The conversion is not related to the system or any of the instruments; it is due to a complication following anesthesia, and the patient remains in stable condition after procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument tip became disengaged from the instrument during trocar removal. The instrument was inspected prior to use with no visible damage and did not collide with other equipment. During use, the jaws were locked at a 90° relative to the handle, preventing removal through the cannula despite using the key. To extract, the cables had to be cut, and the jaws detached. No fragments fell into the patient. The procedure was converted to thoracotomy unrelated to this reported issue. Responses regarding port incision, images, and instrument return were not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued for the tip-up fenestrated grasper instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. This manufacturer report captures the malfunction for potential fragment. Manufacturer report number 2955842-2025-37696 captures the convert to thoracotomy due to complications following anesthesia during the same procedure.

Manufacturer narrative:
Intuitive surgical inc., (isi) failure analysis team re-evaluated the reported 8mm tip-up fenestrated grasper instrument. Following additional information was obtained: the probable root cause of cable breakages (grip and pitch) is related to a dislodged proximal clevis. A dislodged proximal clevis can result in difficulty with removing the instrument from cannula, so oftentimes the user cuts the grip and pitch cables at the distal end in order to remove the instrument. Based on the additional information provided, following annex codes were updated: annex g code desc 2: g04091. Annex d code: d11. Annex c code desc 2: c0706. Corrections: primary product batch/lot number under section d was updated to k11240912 0110. H8: was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.